Manufacturer narrative:
The subject device involved with the complaint was returned to and evaluated by lifescan product analysis with the following findings: the lancing device was found to be broken. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the onetouch delica lancing device experienced "cap is loose/falls off." The patient involved with this complaint was female and there is no documented age or weight data.